Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During surgery, when the surgeon unpacked the product, the inner plastic case of the product was broken. Giving the possibility of contamination of the product, the surgeon replaced the product with the other product and completed the operation.